Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "during I/a, the vacuum was not working well" (aspiration issue). The customer reported that during I/a, the vacuum was not working well. The surgeon stated, the system was kind of sluggish during I/a. The case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the fluidics module. The software was updated. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).